Event description:
The omnipod 5 pdm is frequently faulty. It drops the bluetooth and has false alarms which lead to both hyperglycemia and hypoglycemia. The event that occurred today was that the product continued notifying about a low blood sugar 24 hours previously which led to significant hyperglycemia. This occurs after a time change with traveling and won't fix despite restart and shutting down the pdm. This is yet another example of a poor quality pdm that puts patients at risk.